Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The service engineer reproduced the reported problem on-site. During troubleshooting he found that the o2 gas module nozzle was defective and replaced it. The ventilator was returned to service and clinical use after passed functional tests. The nozzle has not been received for further investigation. The evaluation of the received device logs shows that the flow transducer test had failed several times between june 16 and september 30. June 16 will be used as the date of event. If a fault in a nozzle unit occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If the fault is present, it will be detected during pre-use check. As no goods were received for investigation, the root cause of the reported failure has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).